Event description:
Reporter alleged blood glucose measured 395 mg/dl at 7 am back to back with a result of 191 mg/dl at 7:05 am. No actions or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.